Manufacturer narrative:
The date of event was (B)(6) 2019, not (B)(6) 2019. This was a typographical error in the initial report.

Manufacturer narrative:
On (B)(6) 2019, steris was contacted by the customer in regard to their service needs for their 5085 surgical table tilting. The same day, a steris service technician arrived onsite to inspect the table and found it to be operating properly; no repairs were required. The technician was unable to duplicate the reported tilting and the table was returned to service. At that time, steris was not informed of any patient involvement related to the service request. On (B)(6) 2023, steris received the user facility medwatch subject of this event which was our first awareness of the adverse incident. Based on the technician's inspection and the description of the event, steris was unable to duplicate or determine a cause of the reported event. However, it is likely that user facility personnel inadvertently activated the tilt command on the table hand control resulting in the reported event. The table subject of the event is under steris service agreement for maintenance activities. Steris has continued to perform biannual preventive maintenance visits for the table since the reported event. The most recent preventive maintenance visit was completed on (B)(6) 2023; following the visit the table was tested and confirmed to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported via medwatch # that during a patient procedure their 5085 surgical table unexpectedly rotated left without being commanded to do so. The patient was caught by user facility personnel and eased down to the floor without any impact. The patient was transferred to another table and the procedure was completed successfully. No report of injury.